Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device failed to straighten, as unable to open the device. The device was at 0, not in the padlock stage. The trocar was clear of echelon jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Did the jaws of the device eventually open? How was the device removed from the patient? Is a trocar attached to the shaft of the ec60a? If yes, is it an ethicon trocar? On which firing did this event occur (1st, 2nd, 12th, etc.)? What was the product code of the cartridge being used (ecr60b, gst60g, etc.)?